Event description:
On (B)(6) 2015 the physician reported that the increase in seizures were reported by the family and that it is hard to correlate it with a change in her vns settings as she has a very intractable epilepsy syndrome. The physician changed the patient¿s medication doses as an intervention. He also stated that general factors like illness seem to be causal/contributory factors for the patient¿s increased seizures. The patient¿s most recent settings were reported to be output=2.75ma/off time=1.1min/on time=30sec/magnet output=3ma. The patient underwent a generator replacement on (B)(6) 2015. The explanted generator was returned for product analysis on 03/25/2015. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2015 clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2015 indicate that the patient has been experiencing an increase in seizures. It was noted that on (B)(6) 2015 the patient had a cluster of myoclonic and tonic seizures lasting for about an hour, in the presence of a fever at 101 degrees fahrenheit. The patient was admitted to the hospital for further evaluation. She was found to have increased respiratory rate, nasal flare, and chest retractions and her oxygen saturation was in the mid 80¿s, the patient was given supplemental oxygen. The physician interrogated her vns and the generator had less than 25% battery so the patient was referred for prophylactic generator replacement. The patient¿s settings were adjusted to an output of 2.75ma and magnet output of 3ma along with reducing the off time down to 1.1 minutes. Additional information has been requested from the physician but no further information has been received to date. Although surgery is likely, it has not occurred to date.

Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator. The battery shows an ifi=yes condition. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.